Manufacturer narrative:
(B)(4). Approximate age of device 4 days. The device remains in use supporting the patient. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
On (B)(6) 2016, the patient was implanted with a left ventricular assist device (lvad). The patient reportedly experienced multiple issues with unspecified arrhythmias both pre and post-implant. The patients lactate dehydrogenase (ldh) level was trending upwards and on (B)(6) 2016, ldh was 480 u/l. A heparin infusion was initiated. Log file analysis confirmed elevated lvad power readings. On (B)(6) 2016, the patients ldh level was elevated to 634 u/l and the patient experienced hematuria. The patient was started on bivalirudin, and there was concern for possible pump thrombus. A ramp echocardiogram was scheduled; however, the results have not been provided. Additional information was requested, but has not been received.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed as the pump was not available for evaluation. A correlation between the device and the reported elevation in the patient's lactate dehydrogenase (ldh) and hematuria could not be conclusively determined. It was reported that the patient's ldh level normalized after treatment with bivalirudin. Review of the submitted system controller log files found no atypical alarms and the pump speed remained above the low speed limit for the duration of the log file. A single power elevation above 10 watts was captured on (B)(6) 2016 during a pi event and the corresponding flow estimation was 11.2 lpm. The system appeared to have operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's ldh normalized after treatment with bivalirudin. The patient received a heart transplant on (B)(6) 2017 due to persistent ventricular tachycardia and multiple automatic implantable cardioverter-defibrillator (aicd) shocks. The patient's ldh level at the time of transplant was 245 u/l. It was reported that the pump would not be returned for evaluation as there was no indication to do so based on the patient's ldh.